Event description:
Boston scientific crm received information that this right ventricular lead perforated through the patient's chest wall. The patient felt pain with pacing. The lead was pulled back and successfully repositioned. The lead remains in service.